Event description:
It was reported that the pump malfunctioned, causing a green blinking light. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump.